Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and general allegation for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. It is also alleged that the patient had revision surgery on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.

Manufacturer narrative:
At this time no conclusions can be made. The patient's attorney alleges surgical intervention and general allegation for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. Addendum: this supplemental emdr is submitted to document additional information provided. Root cause is inconclusive, no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. Note, the manufacturing date (15-sep-2014) is considered to be a best estimate. Updated fields: a2, b4, b5, b7, d3, d4, d.6b (date of explant), g3, g6, h2, h4, h6, h10. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of an unspecified bard/davol ventrio st on (B)(6) 2015. As reported, the patient is making a claim for an adverse patient outcome against the ventrio st. It is also alleged that the patient had revision surgery on (B)(6) 2015. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective. Addendum per additional information provided: (B)(6) 2015 - patient was diagnosed with recurrent incisional ventral hernia thereby underwent open repair with implant of ventrio st mesh. Per op notes, ¿a prior midline incision was opened. A pseudocapsule where the prior synthetic mesh was noted and incised the pseudocapsule, took several loops of small bowel and then dilated sigmoid colon off of the fascial edges and reduced them into the abdominal cavity. Scattered adhesions around the abdominal cavity were taken off. The hernia defect was identified from the sternum to the pubic bone. A ventrio st mesh was placed atop of the bowel and omentum and secured with sutures.¿ on (B)(6) 2015 - patient was diagnosed with infected abdominal wall seroma thereby underwent open repair with placement of wound vac. Per op notes, ¿a midline incision was opened. A fair amount of clear serous fluid that was aspirated. Atop the mesh was noted to be adherent exudate which was cleaned away. The mesh was well incorporated. The sutures were separated from the tissue and were removed. A wound vac was applied. The hernia defect was measured. Also, a second small fluid collection well superior to this was noted and aspirated it.¿ on (B)(6) 2015 ¿ patient was diagnosed with infected mesh thereby underwent open repair with excision of ventrio st mesh and implant of synthetic mesh. Per op notes, ¿the lateral "edges" of the mesh was elevated off of the underlying visceral block and granulation tissue. The mesh was excised at its lateral margins. Dense adhesions and the midline had dense granulation was noted. Majority of the mesh was excised. A synthetic mesh was placed and secured it into placed with sutures.¿ on (B)(6) 2015 ¿ patient was diagnosed with abdominal wound thereby underwent excisional debridement of skin, subcutaneous tissue and granulation tissue of abdominal wound. On (B)(6) 2015 ¿ patient was diagnosed with open abdominal wound thereby underwent split-thickness skin graft to abdominal wall. On (B)(6) 2017 ¿ patient was diagnosed with right lower quadrant fluid collection surrounding old infected mesh thereby underwent excision of infected synthetic mesh. On (B)(6) 2018 ¿ patient had incision and drainage of abdominal wall abscess with debridement of infected mesh. On (B)(6) 2018 ¿ patient was diagnosed with recurrent abdominal wall wound with recurrently infected abdominal wall mesh thereby underwent excisional debridement. On (B)(6) 2018 ¿ patient was diagnosed with chronically infected abdominal wound thereby underwent excisional debridement. On (B)(6) 2018 ¿ patient was diagnosed with erosion of chronic abdominal wound thereby underwent excisional debridement. On (B)(6) 2019 ¿ patient was diagnosed with colocutaneous fistula with complex ventral hernia and abdominal wound with infected ventral hernia mesh thereby underwent excision of old infected mesh and implant of biological mesh.